Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 409 mg/dl and treated with insulin pen and syringe with a vial of insulin and customer states blood glucose level did not stabilize. Customer declined further troubleshooting for the high blood glucose level. Customer states insulin pump had insulin flow blocked alarm during basal. Customer was using quick. Customer states they performed a 5.0 unit of fill cannula and the insulin did not exit and insulin pump alarmed insulin flow blocked. Customer states insulin pump alarmed with no reservoir detected. Customer has a plunger available. Customer reports insulin exits the tubing. Customer did receive a sensor updating or sensor glucose value not available alert. The sensor will be and other devices will not be returned for analysis.